Event description:
Customer reported suspected sars false negative on sars +flu assay. Patient was symptomatic and symptoms started 1 day prior to testing rapid. Results were confirmed with other immunoassay.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.